Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 52% to end of life (eol) in a span of a year. The patient was sent to the clinic in order to get a replacement. The device was explanted and successfully replaced. No additional adverse patient effects were reported.